Event description:
A device was returned to third-party service center in reference to a dreamstation 2 adv auto CPAP. There was no serious patient harm or injury. There was no medical intervention reported. During the evaluation of the device, the third-party service center visually inspected the device and found a burned pca. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further.